Event description:
It was reported the programmer needs a new handle and it also needs a new connector where the programming wand enters the programmer. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Loose rf (radio frequency) head connector. Handle is broken. Missing screws.